Event description:
It was reported that the pump became hot to touch. There was no adverse impact to the customer's blood glucose level. The customer was using loaned charging supplies from a clinic as their own were no longer available. Technical support arranged for a replacement pump and charging supplies to be sent, with updated software, and instructed the customer on returning the problematic pump using a provided return box and pre-paid label. The customer was advised to put the pump into storage mode and program their settings into the replacement pump, as well as connect their cgm. The customer understood and acknowledged all provided instructions.